Event description:
A customer reported that there was an issue with the cassette and vitrectomy probe during surgery. The aspiration was poor and there was a "hiss" sound coming from the cassette. The probe was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).